Event description:
The surgeon had performed a patellofemoral unicompartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. A year later, the surgeon performed a revision total knee arthroplasty procedure due to progression of the pt's osteoarthritis (oa).

Manufacturer narrative:
An eval of the event has been initiated at mako surgical. A review of case session files revealed all recorded values were within acceptable tolerances. There is no indication of a rio malfunction. The revision was performed to treat the pt's disease progression in the joint.